Event description:
It was reported that the pulse generator could not be interrogated. The device was not used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Final analysis found that testing indicated a failure of the rf module.